Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Post-op, it was reported that patients in the postoperative period, between 20 to 30 days, are presenting a tissue inflammatory reaction to the suturavicryl wire, with local secretion, difficulty of absorption and need to remove points for healing. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the suture removed in a routine post-op procedure 2. Was any surgical intervention performed specially re-suturing? Explain 3. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections "d4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.